Event description:
According to the available information the alpha I was removed and replaced due to malfunction. The reason for malfunction is currently unknown.

Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, coloplast will re-evaluate this complaint.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the alpha I was removed and replaced due to malfunction. The reason for malfunction is currently unknown.